Manufacturer narrative:
Prosthetic mitral valve stenosis and regurgitation. Method = device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this pericardial mitral valve, implanted approximately eight (8) years, was explanted due to stenotic mitral leaflet, high gradient and moderate regurgitation. There were no reported adverse patient effects.